Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields - b4, b5, e2, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Parts were received with a reported failure of a helium leak. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0103-00-0711 was found to be defective and causing the helium leak. The other parts had no failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. The most probable root cause for the quick disconnect valve fitting is excessive stress or fatigue. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse did verify the gas loss in iab circuit alarms in the logs. At the time of testing, the fse saw that the external tank was nearly empty at 400 psi remaining. Upon further evaluation, the fse found that the helium leak test was failing beyond the manufacturer's specifications. The fse replaced the multiple helium tubing assembly (0004-00-0103-02 x 2), the high pressure helium regulator (0103-00-0637), and the high pressure 3500 psig transducer (0682-00-0092-01). The helium leak test was performed multiple times, but was still failing. The fse replaced the multiple helium tubing assembly for the second time from the high pressure regulator to the back of the cart and the quick disconnect valve fitting (0103-00-0711). The helium tubing assemblies (0004-00-0103-01, 0004-00-0103-03) and o-ring (0354-00-0208) were utilized for troubleshooting purposes only. The leak test was then within manufacturer specification. Safety, calibration, and functionality checks were performed to factory specifications. The iabp was released to the customer and cleared for use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm during use on patient. There was no patient injury or harm reported.